Manufacturer narrative:
(B)(4). Additional information: evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. Visual inspection identified a small hole in the empty bag in the injection site area, confirming the reported condition. The sample failed a pressure test. The cause was determined to be an issue with the materials used in the manufacturing process. The baxter operators were provided with awareness training and the supplier was notified of the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia empty container was leaking. It was reported that the leak was observed to be coming from a small hole in the corner of the bag. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.